Manufacturer narrative:
Concomitant product UDI for pump is (B)(4), concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) developed significant swelling in the right groin and around the pump, rendering it unusable for six weeks. Conservative antibiotic therapy was ineffective. A computed tomography scan revealed fluid around the tubing, indicating an abscess. Consequently, the device was deactivated and removed in the operating room. Despite a previous cystoscopy not showing overt erosion, inflammation was noted. During surgery, significant scar tissue and inflammation were observed, complicating the dissection. The cuff appeared to have eroded edges resembling the urethra. The right lower quadrant wound was inflamed, and fluid was drained and irrigated. Hemostasis was achieved, and the wound was closed with sutures, and a drain was placed. An urethroplasty was performed to repair the urethra. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. The cuff passed the visual inspection. No damage or abnormalities were found. The cuff passed the leakage test. The balloon was visually inspected, leak and functionally tested. Visual inspection revealed that the balloon had minor gouged from tool/sharp instrument damage at the adapter junction. The balloon passed the leakage test. Balloon failed functional testing with an output pressure reading above its specification. The pump was visually inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. Pump passed the leakage and functional test. Based on the information available and analysis results, a conclusion code of known inherent risk of device was assigned to this investigation as the allegation relates to abscess, erosion, infection, inflammation, scar tissue, and swelling which are a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) developed significant swelling in the right groin and around the pump, rendering it unusable for six weeks. Conservative antibiotic therapy was ineffective. A computed tomography scan revealed fluid around the tubing, indicating an abscess. Consequently, the device was deactivated and removed in the operating room. Despite a previous cystoscopy not showing overt erosion, inflammation was noted. During surgery, significant scar tissue and inflammation were observed, complicating the dissection. The cuff appeared to have eroded edges resembling the urethra. The right lower quadrant wound was inflamed, and fluid was drained and irrigated. Hemostasis was achieved, and the wound was closed with sutures, and a drain was placed. An urethroplasty was performed to repair the urethra. No additional patient complications were reported.